Event description:
It was reported to philips that system would not produce x-rays during a procedure. The system was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified during a planned/non-emergency treatment procedure and reportedly occurred twice. The procedure continued as planned on the same system. No patient/user harm was reported. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Troubleshooting and analysis of the system logs showed a software hang-up which resulted in an error message of "x-ray not possible". The defect was no longer present at the time of the rse's assessment, the system was returned to use in good working order. The codes were updated based on the investigation outcome.